Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's readings are consistent with signs of dampened waveforms. It has been recommended the clinic evaluate for possible cause of reduced blood flow to the sensor.

Event description:
Additional information received identified the patient was receiving inaccurate sensor readings. As a result, the patient underwent a right heart catheterization (rhc) on (B)(6) 2018, to have their sensor recalibrated by 16.2 mmhg. Angio confirmed no blood flow obstruction over the sensor.